Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, they were hospitalized for high blood glucose of 860 mg/dl and diabetic ketoacidosis on (B)(6) 2017. Customer stated they had woken up with a high blood glucose of 346 mg/dl on monday morning, they treated with a bolus. Then 90 minutes later customer's blood glucose was 482 mg/dl. Customer did a set change and later that same morning customer's meter read blood glucose over 600 mg/dl. Customer was then taken to the emergency room and was later taken to the hospital. Customer was experiencing symptoms such as vomiting, chest pains, thirst, and frequent urination. Customer was wearing the insulin pump at the time of the hospitalization, however it was removed upon her arrival to hospital. Customer is awaiting release from the hospital and want to ensure the insulin pump is functioning correctly. Last infusion set was performed on (B)(6) 2017. Troubleshooting was performed. The drive support cap was reported as normal. Customer declined checking for leaks or air bubbles as customer has never noted any issues before or moisture. Customer mentioned that once she used cold insulin during a set change but normal keeps it out after opening. Fill cannula was performed and insulin did exit at the quick release. Customer declined to check the setting on the insulin pump as doctor confirmed the settings are accurate. Customer declined performing high pressure test. The insulin pump is not returning for analysis.